Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported to have noted crystals in anterior chamber during phacoemulsification. The type of event occurred randomly, but most frequently during summer. Additional info has been requested, but not received to date.